Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this right ventricular (rv) lead had high out of range impedances a few months ago. At that time, programming was adjusted to unipolar pace and bipolar sense, pacing configuration. Muscle noise oversensing has been recently observed. Technical services discussed to bring the patient in for lead testing, to see if the noise could be recreated. Sensitivity was then programmed to 1.5. The cause of the issue was not clear. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that this right ventricular (rv) lead had high out of range impedances a few months ago. At that time, programming was adjusted to unipolar pace and bipolar sense, pacing configuration. Muscle noise oversensing has been recently observed. Technical services discussed to bring the patient in for lead testing, to see if the noise could be recreated. Sensitivity was then programmed to 1.5. The cause of the issue was not clear. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received which reported that the battery of this implantable device was suspected to be depleting prematurely. It was additionally reported that the patient continued to have an issue with their non-boston scientific right ventricular (rv) lead; therefore the lead was replaced. The patient was referred to their physician for follow up. No adverse patient effects were reported. The device remains in service. Additional information was received that this device was returned to boston scientific, indicating it was explanted. No other information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead had high out of range impedances a few months ago. At that time, programming was adjusted to unipolar pace and bipolar sense, pacing configuration. Muscle noise oversensing has been recently observed. Technical services discussed to bring the patient in for lead testing, to see if the noise could be recreated. Sensitivity was then programmed to 1.5. The cause of the issue was not clear. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received which reported that the battery of this implantable device was suspected to be depleting prematurely. It was additionally reported that the patient continued to have an issue with their non-boston scientific right ventricular (rv) lead; therefore the lead was replaced. The patient was referred to their physician for follow up. No adverse patient effects were reported. The device remains in service. Additional information was received that this device was returned to boston scientific, indicating it was explanted. No other information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population. The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this right ventricular (rv) lead had high out of range impedances a few months ago. At that time, programming was adjusted to unipolar pace and bipolar sense, pacing configuration. Muscle noise oversensing has been recently observed. Technical services discussed to bring the patient in for lead testing, to see if the noise could be recreated. Sensitivity was then programmed to 1.5. The cause of the issue was not clear. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received which reported that the battery of this implantable device was suspected to be depleting prematurely. It was additionally reported that the patient continued to have an issue with their non-boston scientific right ventricular (rv) lead; therefore the lead was replaced. The patient was referred to their physician for follow up. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this right ventricular (rv) lead had high out of range impedances a few months ago. At that time, programming was adjusted to unipolar pace and bipolar sense, pacing configuration. Muscle noise oversensing has been recently observed. Technical services discussed to bring the patient in for lead testing, to see if the noise could be recreated. Sensitivity was then programmed to 1.5. The cause of the issue was not clear. No adverse patient effects were reported.